Event description:
Report received from (B)(6) via synthes (B)(4) stating that there was "residue in the sterile package." The device was not used in surgery. There were no injuries or medical intervention reported. No contact information from japan was available. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).